Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer successfully filled the cartridge with 60 units of insulin, and subsequently experienced fill resistance. There was no adverse impact to customer's blood glucose level. Reportedly, the customer changed the cartridge and resumed insulin delivery.